Event description:
During testing at the user facility, channel b of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse events while the device was in clinical use.